Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.